Event description:
On (B)(6), the patient fell out of a chair and noted deformity in the leg. She was seen by the doctor the next day and found to have a dislocated knee. The patient went in for a closed reduction on (B)(6) 2014.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon insert. No devices associated with this event were returned for evaluation; all devices remain implanted. Medical records received and evaluation: clinician review indicated that in this elderly, osteoporotic female the choice of an uncemented tibial component, in retrospect, may not have been the best choice. There is no evidence that factors of faulty prosthetic manufacturing, or material were responsible for the knee dislocation following a fall in this case. Device history review not performed as no device details were provided. Complaint history review not performed as no device details were provided. The investigation concluded that the knee dislocation was caused by a patient's fall 5 days post-revision surgery. The issue was resolved with a closed reduction. There is no indication that any of the reported devices contributed to the reported event. No further investigation for this event is required at this time as no devices were returned as they all remain implanted. If devices and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Not returned to manufacturer.